Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician who was unfamiliar with the pump, stated that the device gave an overdose of narcotic to the patient. The physician wanted the nurses to stop the pump. The nurses were hesitant since they were aware that the device should not be stopped for longer than 48 hours. The nurses considered a minimal rate setting for the pump or removing the system contents. It was later reported that the patient expired. The cause of death was not provided. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.